Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
A customer reported receiving erratic readings on their precision xtra/optium blood glucose meter. The customer obtained readings of 20 mg/dl and 474 mg/dl within a ten minute timeframe. Both tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.